Manufacturer narrative:
It was reported that after an unspecified period of time when a trapease vena cava filter was placed, the filter fractured and perforation of the filter struts into vena cava occurred. As a direct and proximate result of these the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the patient profile form (ppf) indicates that the fracture was seen in the lower central aspect of the pelvis through a computerized tomography (CT) scan. The fractured strut has not been removed from the body. The patient also reports to suffer from anxiety. According to the medical records, the patient has history of being morbidly obese and is considered a high risk for developing thromboembolic disease after bariatric surgery; therefore, the filter was placed prophylactically. The filter was successfully deployed at the l2/3 interspace level and the patient tolerated the index procedure well. The product was not returned for analysis. A review of the device history record (DHR) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Filter fracture and vessel perforation are known adverse events associated with implanting vena cava filters and are listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without the procedural films or post implant imaging available for review the reported filter fracture and perforation could not be confirmed. Mental anguish and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. This report is a follow up report to MFR number 9616099-2016-00290 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, after an unspecified period of time when a trapease vena cava filter was placed, the filter fractured and perforation of the filter struts into vena cava occurred. As a direct and proximate result of these the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the patient profile form (ppf) indicates that the fracture was seen in the lower central aspect of the pelvis through a computerized tomography (CT) scan. The fractured strut has not been removed from the body. The patient also reports to suffer from anxiety. According to the medical records, the patient has history of being morbidly obese and is high risk of thromboembolic disease after bariatric surgery. Therefore the filter was placed prophylactically. The filter was successfully deployed at the l2/3 interspace level and the patient tolerated the index procedure well.